Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead experienced a syncopal episode. Atrial tachy response (atr) episodes appearing as noise with loss of capture (loc) were stored. The presenting electrogram (egm) displayed deflections on the atrial channel coinciding with the ventricular event. Farfield oversensing was suspected. Additionally, the ra lead displayed pacing impedance measurements greater than 2,000 ohms. A chest xray was performed and the lead appeared to exhibit sub-clavicular crush. Technical services was consulted and discussed recommendations. Additional information was sought from the local area sales representative, however, at this time additional information was not available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.